Event description:
The ge oec 9600 fluoroscopy system would not boot or power up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a failed ps1 power supply that was removed and replaced. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.